Event description:
The complainant reported an over-delivery. The intended amount was 480 ml at a rate of 60 ml/hr to be delivered over 8 hours; however, the pump delivered 480 mls of feed within two hours.

Manufacturer narrative:
Mfg event ID: (B)(4) . The device reported, list number (B)(4) , is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4) , that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.